Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infection event where an abscess was formed in a nodule and had to have it drained again in the emergency department and take antibiotics. Patinet's neurologist decided to stop the treatment and change to apomorphine as this was the second time this happened to patient. No further information available.